Event description:
Caller alleged discrepant inratio results. Pt self tester is concerned that the inratio results from (B)(6) are lower then what they should be. Pt states that his blood is flowing freely and he should have a higher inr than what the inratio device shows. Time between tests on (B)(6): 5 minutes. Therapeutic range: 2.0-3.0.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Customer did not provide a reference value for comparison. Unable to determine the accuracy of the inratio results without this info. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.